Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. A review of device download data confirmed that the monitor delivered low energy pulses during pulse testing at the distributor. The cause for the low energy pulses was isolated to oxidation on inter-pca connectors j1002 and j1003. The oxidation build-up on the tin connectors caused the low energy pulses. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed a pulse test.